Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a sharp decrease in battery longevity was observed. Premature battery depletion was suspected to be the cause of the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.